Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed of 564 mg/dl. Cause was not known. Customer received normal third-party assistance and insulin was administered via a manual injection to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.